Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. C22 ¿ photo investigation additional information was requested, and the following was obtained: -did the reported issue contribute to any patient adverse consequences? --no -did the suture and the needle broke or the device was pull off? --the device was pulled off. Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former labeled vcp316 product code, with an apparent detachment of the needle; only a fragment of suture is visible in the image. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lower segment cesarean section procedure on (B)(6) 2026 suture was used. After the delivery of the baby and placenta, the doctor used suture to suture the patient's uterus, but the suture and needle suddenly broke. Immediately stop using and replace with new suture of the same origin, model, and batch number. In subsequent operations, no similar issues were found with the same batch of product. No adverse patient consequences were reported. Additional information was requested